Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced poor coupling and poor communication; the patient tried repositioning the antenna and last charged the ins about 3 weeks prior to the report. The patient stated that she attempted charging because the ins battery was getting low and the recharger did connect but with poor coupling, the patient had a hard time getting coupling filled, it took a long time to get a connection and they did not actually charge the implant at that time. The patient reported that while repositioning the antenna they saw a dr on the screen one time, the code was unknown, and she was not sure but thought there were letters, maybe an o; the dr had not been seen on the screen again. The patient was not able to communicate with another external device and also noted that she was not sure if she had gained or lost weight and did not know her weight. The patient was directed to her healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a hard time keeping the belt in place when charging the implant and wanted to try adhesive discs. The patient mentioned the reason for the difficulty charging with the belt may be due to their weight loss. The patient stated the implant battery had moved. The manufacturer representative was helping the patient get the implant started again with a 60 minute charge.